Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the provisionals remain assembled and the end of the screwdriver has fractured. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-301301 arcos con sz a std 60mm trl 426990. 31-300813 arcos 13 x 150mm sts stem trl unknown . G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the 3.5mm torque limited screwdriver head snapped off inside the screw in the shoulder of the 60mm std offset a body trial with the 13 x 150mm stem trial attached. Trial stem and body were unable to be separated for secondary trialing and the locking screw in the definitive construct was not able to be torqued to 55lbs. Surgery was a revision of competitor products. There were no contributing conditions related to the event. No pieces fell into the patient.